Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) tubing, the rotary valve seal and the styletted ports. The cse then adjusted the peristaltic pump rate, and replaced the imt conditioner and dilution check fluids. The cse ran a dilution check, quality controls and patient comparisons, all of which were acceptable. The cause of the discordant, falsely elevated sodium and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned them. The patient was given an intravenous saline solution due to the pre-existing condition of hyponatremia. A new sample was obtained from the patient and was run twice on an alternate dimension exl 200 instrument, resulting lower both times. The original sample was repeated on the same instrument and on an alternate instrument, still resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.